Manufacturer narrative:
Device history review: manufacturing location: bettlach - manufacturing date: february 7, 2014 - no non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received; no conclusion could be drawn as the product is entering the complaint system. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the surgeon was performing a proximal femoral nail antirotation (pfna) procedure when the protection sleeve did not lock into the 135-degree aiming arm. Device had to be held manually while the guide wire was inserted. After the procedure, the other aiming arms were checked for functionality. They all locked the protection sleeve in place as intended. It appears that the locking mechanism on the 135-degree aiming arm used in the procedure is faulty. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: product investigation evaluation: the returned aiming arm (part number 03.010.408) has been reviewed with several tests using other protection sleeves - no problem was evident. There was no problem at all with the locking mechanism. It is likely that there was a problem either with the nut or the protection sleeve. Unfortunately, both items have not been returned for investigation. Further investigation showed conformity of the article in question to the company specification and no apparent fault of material or manufacturing was detected (manufactured in february 2014). The device history record review showed no issues; no design related root cause can be identified on the returned device. Neither a manufacturing nor design related failure could be detected. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional patient information is not available for reporting. Device is an instrument and is not implanted/explanted. Device is expected to be returned for manufacturer review/investigation, but has yet to be received. Device is not distributed in the united states, but is similar to a device marketed in the u.s. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.